Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 2 previously reported events are included in this follow-up record. Supplemental rationale corrected data: b5, h10 1 event was previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2020-00210 but should be included under this report. - 2 total events were reported for this catalog number/device code combination for the reporting quarter and are included in this follow-up record. Product return status 1 device was received. 1 device was evaluated in the field. Event confirmation status 2 reported events were confirmed. Evaluation results 2 devices were found to be affected by missing paint chips.

Event description:
This report summarizes 2 malfunction events in which the device had paint chips missing. - 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was evaluated in the field. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by missing paint chips. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had paint chips missing. 1 event had no patient involvement; no patient impact.